Manufacturer narrative:
Only the year is valid. Explant occurred in (B)(6) 1998, no specific day reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a legal representative of the patient regarding a patient implanted with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that there was a defect in the battery that started in 1996, but continued on. The patient had back surgery in november 1998 to replace the ins. No further complications were reported or anticipated.